Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the sample device cannot be assessed for any deficiency. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 87 months. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4). Vegetations on the prosthetic mitral valve. Based on the follow-up with the health-care provider, the explant was due to endocarditis and vegetations. Per the surgical consult note, the patient was bacteriemic with (B)(6); blood cultures were (B)(6) in 4/4 bottles for (B)(6). An initial tee on (B)(6) was (B)(6) for endocarditis but had what appeared to be a stenotic valve. Another tee was done on (B)(6) 2012 to re-evaluate the valve and noted vegetations on the prosthetic mitral valve. Unfortunately, the subject device was not returned, therefore, no evaluation can be performed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.